Event description:
It was reported that a new user of the sterrad 100s sterilizer experienced a rash on the arms, breathing difficulties and a headache when in the vicinity of the sterilizer. The user visited a physician who prescribed ventolin.